Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after receiving inappropriate therapy. There was loss of capture observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.